Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): damaged power socket caused delay in therapy. The complaint was initially determined as not reportable. Following additional information received on november 7th, 2017, the complaint was changed to reportable based on the new information. Therefore the awareness date for the reportable complaint is november 7th, 2017.